Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose due to insulin pump not delivering insulin. The customer reported that they reverted to back-up plan. The customer mentioned that they passed out due to low blood glucose and led to hospitalization. The customer reported that the low blood glucose was not due to the insulin pump. The customer's blood glucose was 600 mg/dl at the time of incident. The customer's blood glucose was 565 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.